Event description:
Per the clinic, the patient experienced infection and wound dehiscence at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with topical antibiotics for 3 weeks (specific date not reported). The patient also underwent a skin revision surgery on (B)(6) 2023. The device was explanted during the same procedure. There are no plans to reimplant the patient with another cochlear device as of the date of this report.